Manufacturer narrative:
Livanova received a report stating that the stopcocks in pressure monitoring lines were found occluded or partially occluded during priming. There is no report of any patient injury. Investigation on previous similar events confirmed the issue both on complained units and connector still in inventory livanova investigation confirmed effected connectors belong to a single supplier lot. The DHR review confirmed the lot was released conforming to product specification. Based on livanova investigation, the issue is ascribable to a supplier manufacturing problem. As corrective action, the supplier has enhanced the inspection levels and the frequency of sampling. Livanova has also implemented supplier modifications. No other corrective action is deemed necessary. Livanova will maintain monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
The issue was identified prior to patient involvement. Livanova USA manufactures the smarxt tubing and connectors. The incident occurred in (B)(6), united stated of america. The involved devices were not available. However, it is the same issue of a previous livanova complaint ((B)(4)) for which the units have been preliminary investigated. Initial visual inspection and air compressed test of the returned connectors found them to be partially occluded on the male luer leg of the stopcock body or fully occluded in this same location. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA inc. Has received a report that, during priming, stopcocks were partially occluded. The issue was identified prior to patient involvement.